Manufacturer narrative:
Implicated product is a plastic port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. Product received for eval is a plastic port with attach catheter. Complete assembly measures 7.8 inches long. An indeterminate number of needle puncture sites are in port septum, dried serous residue is trapped between cath-lock and catheter tubing, and strain relief is absent from cath-lock. Three individual depth markers are present on tubing with 3-dot marker most proximal, 0.5 inches from tubing's proximal end. All opaque, white residue lines inner diameter in general area of 3-dot connector. A lot history review reveals no related mfg issues and no other complaints for this lot. Incident questionnaire indicated complaint was initially described as an inability to aspirate, with blood leaking from needle site and saturation of dressing. However, radiography was negative as "contrast flowed feely through port catheter." No info is provided regarding type of infusion (bolus, continuous injection, gravity flow or infusion pump), access difficulties or if infusion needle(s) had been secured in place. Tensile weaknesses are located 0.6 inches and 1.5 inches from tubing's proximal end indicating that tubing had been stretched beyond its tensile limits. Tactual exam is otherwise unremarkable. Patency is demonstrated by flushing and aspirating water through both catheter and port using a 12cc syringe armed wiht a 22 ga. Non-coring neelde. No leaks are noted thwn hydraulically pressurizing assembly to sustained pressures greater than 25 psi. Magnified 5x - 7x, needle puncture sites in septum appear result of non-coring needles. Marring noted on silicone over-mold may have occurred during explantation. Light impression in both cath-lock and proximal 0.25 inch of catheter are evidence of using hemostat-like instruments to grasp and manipulate components. Serrated impressions penetrate outer diameter of tubing edge leaving a small hole. Valve opens and closes appropriately as finger pressure is applied/released with no overlapping of valve walls. Complaint of subcutaneous leakage is unconfirmed. Despite tubing damage noted at catheter's proximal end, no leak could be produced.

Event description:
Port placed 2/1/97. Removed 2/17/97 due to leakage.